Event description:
The complainant has reported that a female patient (age unk) underwent a therapeutic placement of a biliary wallstent to treat a stricture within the common bile duct. A rx wallstent biliary endoprosthesis with permalume cover was deployed within the common bile duct. The stent was noted to have migrated to the distal aspect of the common bile duct six minutes after deployment. The physician removed the stent and implanted another biliary metal stent (same size). The patient did not sustain any ill effect as a result of the stent replacement. The patient condition is reported as 'ok.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.